Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 32, 41, 401, 331, 37 mg/dl. Tests were done within 10 minutes with a difference of 94%. Patient did not experience any adverse events. No further information has been reported.